Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) replaced premix gas cylinder, mirrors and performed laser alignment. The fse performed system verification, as per service installation record (sir). Device meets specifications. Root cause for the high energy could be determined as worn optics. For the bed locking, root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the energy is high. Additional information has been requested.